Event description:
Medtronic received info that this pt who was in their (B)(6) was admitted to the hospital in a coma due to an acute myocardial infarction. Percutaneous cardiopulmonary support (pcps) was implemented using a bio-console. It was reported that an alarm of the bio-console notified that an ac cord was off. It was not immediately identified which device was causing the alarm and no response was provided to the alarm. Thirty minutes later, the bio-console activated another alert with the message, "low battery". Again, there was no response to the alert and the battery depleted and the device stopped. Cardiac massage was initiated and during this time, it was found that the extension cord to which the ac cord of the bioconsole was attached, was almost unplugged from the wall socket. It was plugged in properly, but the bio-console did not activate, subsequently, the hand crank was used for 20 minutes. The bio-console was then activated, but the pt could not be resuscitated. The reported cause of death was congestive heart failure. The hospital reported there was no device malfunction, but rather user error. The device will not be returned. However, the downloaded log from the device will be sent to the u.s for analysis.

Manufacturer narrative:
(B)(4), eval method: device event log reviewed. Analysis: the instrument was not returned. Analysis of the event log data verified that the instrument operated as designed as per the operator's manual with no errors. The event was no treated to device performance. No add'l action to be taken. Conclusion: based on the info provided, the alarms performed as intended and no device malfunction was identified. The reported event identified user error as a contributing factor in the pt's death.